Event description:
It was reported that the implantable neurostimulator (ins) caused the patient to go to the hospital and it "put her in the emergency room". It was stated that the patient could not walk or stand and was "in the fetal position and not able to move at all". It was reported that the patient had turned the ins off in the morning, but it "kicked back on again". Later that day it was reported that the patient had an x-ray the previous day which required her to have her hips bent to her chest. It was reported that since this was done, the patient has been having "searing pain" at the ins site with "electric shocks" going up to the level of her ears. It was confirmed that the ins was off. It was noted that the patient had and end-of-service (eos) message on their programmer. A physician-mode-recharge (pmr) was done. This did not resolve the shocking. It was confirmed that the pmr was done correctly. Later that day it was reported that four days prior to the report the patient was feeling stimulation, but was not getting therapeutic coverage. It was stated that the patient met with a nurse practitioner one day before the report who recommended an x-ray to determine if the lead moved. It was noted that the patient had been making claims that "they could feel the lead migrating". The patient had not been in over-discharge lately. It was reported that the patient's amplitude had been at 0 ohms and the stimulator was off. It was reported that the patient was "adamant" that "it wasn¿t the stimulation, but rather the implanter". The patient had been implanted in a different city with a "different implanter". It was not clear what was meant by "it wasn¿t the stimulation, but the implanter". It was not clear what the implanter had to do with the event. The patient was admitted to the hospital for over night observation.

Event description:
The patient¿s health care provider confirmed the patient experienced no pain relief and shocking. The cause of the event was unknown. Telemetry was not available. Device reprogramming on (B)(6) 2013 was unsuccessful. The patient was referred to a different doctor for surgical revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 97792, lot# n366946, implanted: (B)(6) 2013, product type: accessory; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had one lead and it was "not covering where she has her pain." The patient reported that she "felt it move" and had "been feeling it moved." It was noted that the patient felt "that it was loose." It was reported that the shocks occurred whether the system was on or off. It was noted that the patient wasn't able to get coverage.